Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 3 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor of the small battery drive device had lack of power while in use with two casing devices. The reporter indicated that they were not sure where the issue came from. It was unknown if there was a delay to the surgical procedure. The procedure was completed with a spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.